Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump had a crack on the screen. Condensation was also noted in the screen. Device losses the settings and has to do frequent battery changes. The device also has unexplained no delivery alarms. Customer has to restart the rewind to complete several times. Customer's blood glucose was unknown. No further information reported.